Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient¿s therapy had stopped due to a power on reset (por). The rep noted that the patient had a CT scan, and did not turn off their stimulation during the scan. It was stated that the por code on the clinician programmer was a 0x400; parity error. The rep was able to successfully clear the por, and the patient obtained adequate therapy again. The issue was resolved at the time of the report. No further complications were reported or anticipated.